Manufacturer narrative:
(B)(4). Covidien has requested return of the device for investigation. The patient was criticaly ill with medical complications and later died, unrelated to this device.

Event description:
Covidien received a report the n550 pulse oximeter did not alarm when the patient saturation dropped to 20%. The home care provider noticed the saturation drop and took immediate action. Covidien has requested additional information surrounding this event.

Manufacturer narrative:
(B)(4). Device was received at service center for analysis and customer report service engineers were unable to duplicate the customer reported fault. The service history for this serial number was investigated for similar complaint mode. No similar complaint mode was found in the service history for the previous 12 months. Information has been added to the database for trending purposes.